Event description:
No blood glucose levels reported. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump while re-initializing the insulin pump. Troubleshooting was not done since the customer got disconnected. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.